Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted into a patient for endovascular treatment of an abdominal aortic aneurysm on october, 2001. Tortuosity was reported in the neck of the arota, and the iliac arteries were reported to be mildly tortuous. Vessel calcification and aneurysm size are unknown. The patient was reported to have a history of coronary artery disease with a previous "cardiac intervention." It was reported that three weeks prior to implant of the aneurx stent graft, the patient's left internal iliac artery was occluded in preparation for the stent graft implant. It was reported that the patient was taken to the operative suite and was prepped and draped in the usual sterile fashion. The physician then performed a bilateral femoral cutdown, followed by insertion of 8 french arterial sheaths into both arteries. A pigtail catheter was used to perform angiography of the aneurysm and the iliac arteries. Amplatz stiff guidewires were placed into the thoracic aorta. The right side was used for deployment of the bifurcated stent graft. It was reported that a 22 french sheath was used. The bifurcated stent graft was positioned, but there was difficulty and a lot of cranking to get the runners down, but the graft cover did not retract. It was reported that the slide ring did retract, but there was resistance. It was reported that the physician made some modification by rotating at 90 degree to accommodate the bend. The physician reportedly removed the device and deployed a second device. The second device was also reportedly difficult to deploy, but not as difficult as the first one. The second device was deployed without difficulty. Prior to the full deployment of the second bifurcated stent graft, a wire and then an omni catheter were positioned within the body of the stent graft. The catheter was removed, and a 16 mm diameter x 11.5 cm length iliac stent graft was deployed without difficulty on the contralateral side. The runners for the bifurcated stent graft and the iliac stent graft were retracted without difficulty. A 16 mm diameter x 8.5 cm length iliac stent graft was deployed through the left iliac artery across the previously placed coils in the left internal iliac artery. This graft was deployed without difficulty and the runners were removed. A 16 mm diameter x 5x5 cm length iliac extender cuff was placed in the right iliac artery and deployed without difficulty. The runners were removed. The patient underwent balloon dilatation of the stent grafts with two 14 mm balloons, initially starting at the proximal portion of the stent graft, moving to the distal portion of the stent graft. The balloons were removed, and angiography was performed. Angiography revealed a type ii endoleak from a lumbar vessel. A 16 mm balloon was inserted through the right iliac artery, and a 14 mm balloon was inserted through the left iliac artery. The balloons were inflated at the gate to "iron out" the stent grafts. The balloons were removed, and final angiography revealed persistence of the endoleak. No other leaks were noted, and there was no flow down the left internal iliac artery. The femoral arteries were repaired and the incisions were closed. The patient was transferred back to the intensive care unit. The patient will be monitored, and was scheduled to have a repeat computerized tomography scan in 4 weeks. No further events have been reported.

Event description:
Returned goods investigation reveals that the device was returned with blood inside and outside of the delivery catherter. The stent graft was still loaded and the graft cover was slightly retracted when the device was received. The stent graft was deployed in the laboratory without difficulty. The cause for the reported deployment difficulty cannot be determined no manufacturing anomalies were noted.